Event description:
It was reported that since a new pump and catheter implant on (B) (6) 2009, the patient experienced symptoms "worse than before the pump was implanted". The symptoms included: increased pain, severe spasms, her foot was stiff - she could not bend it, she couldn't feel her legs - they were numb, and nausea. The patient had been on oral baclofen since the previous wednesday when she had seen her hcp. It was also reported that the patient had an infection over the pump site. The hcp believed everything was fine and planned to see the patient at the next scheduled visit in 6 weeks. At the time of the initial report, the patient was in rehab; she couldn't walk or perform any rehab exercises. The patient wanted to be taken to the hospital by ambulance. The reporter later indicated that she had never had therapeutic effect and believed that the pump did not work. The patient was considering changing to a new hcp. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B) (4).